Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire was not received. (B)(4).

Event description:
A user facility reported that a multifocal intraocular lens (iol) was exchanged because the pt did not feel the lens was meeting her expectations. The lens was exchanged for a monofocal lens. Additional info was received from a nurse who reported that the pt experienced poor vision. Additional info has been requested.